Event description:
It was reported that the customer's buttons on her insulin pump were not being responsive. The customer stated that she replaced the battery and the insulin pump immediately alerted low battery. The customer's blood glucose was unknown. The customer stated that battery issues were occuring for the two to three months and that the button issue lasted for two to three days. Troubleshooting was done for the keypad anomaly was done. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. However, insulin pump received with normal operating currents. No unexpected low battery alarm noted. The backlight functioned properly. Insulin pump received with cracked case at display window corner, minor scratched/worn display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.